Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the customer's reported issue but confirmed it through the event log records. The fsr replaced the turbine and motor driver printed circuit board as a precaution, as well as installed a preventative maintenance kit. The device was tested and calibrated, passing all manufacturer testing to specifications.

Event description:
The customer reported that their vela ventilator displayed a "motor fault" error and alarmed "vent inop". The customer did not provide any details regarding patient involvement, at this time it is currently unknown.

Manufacturer narrative:
Vyaire has made attempts to obtain additional information regarding the patient involvement of the reported issue. The customer has responded to vyaire and reported that he has attempted to obtain information regarding the event but no one has been able to provide any additional details. At this time, patient involvement remains unknown for the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Turbine interface pcba has become corrupted and is failing. This issue will be internally investigated within vyaire.